Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported that someone came to their healthcare providers (hcp) office and reprogrammed their device and now it is not working properly. They stated that they missed their appointment on (B)(6) 2016 with the manufacturing representative (rep). They verified they had an appointment with their hcp and they thought they were supposed to do some x-rays for the rep, for the stimulator, and the rep was to be present. They missed that appointment and called the hcp to reschedule and they were told to call the manufacturer to reschedule the appointment. The roles of the reps and the hcp's were reviewed with the patient and they were directed to follow up with their hcp. There was no further information provided. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.